Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: prior to a procedure the needle was falling out of the device and not cycling or passing back and forth properly. The needle would fall off and the device did not work properly. There was no patient injury / hazard. There was no patient involvement.

Manufacturer narrative:
(B)(4).